Event description:
Report received from abbott international (abbott spain) that states. "The epidural kit was used in a pt during labor. The rptr stated they put the epidural needle in. Afterward they attempted to put the catheter and at this moment they realized that there was blood inside it. Then they moved the catheter. They slightly removed the reintroduced the catheter, in trying to avoid the little hemorrhage. At this moment they decided to remove completely the kit and they realized that the catheter was cut off at 2cm at the distal end. The pt did not suffer any consequences." Add'l info was rec'd from the affiliate: another epidural catheter was placed successfully for pain relief. The pt did not experience a hemorrhage. The blood was from the needle puncture. The measurement of 2cm was an estimated calculation. It was actually 4cm that was cut off. The length was compared to an unused catheter. No report of adverse pt effect has been received.